Event description:
It was reported the battery door will not shut. The case is damaged. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The battery door will not shut due to a broken battery drawer. Upper and lower cases are damaged. Battery latch, side bail covers, and ring cover are broken. One side bail and ring are missing.